Manufacturer narrative:
Omsc investigated the subject device. However, omsc could not reproduce the reported phenomenon. The device history record indicates that the subject device has been shipped in conformity to the specifications. The exact cause of the reported event could not be conclusively determined. However, there is a possibility that this phenomenon is attributed to either of the following: the user used non-conductive perfusate. The user outputted the electric power in the air. The user outputted the electric power with the distal end of the endotherapy tool not sufficiently immersed in physiological saline. There was the connection failure between ues-40s and a cord, a cord and working elements or working elements and resectoscope. There was a failure of the a code, working elements, or resectoscope. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure, error 02 was displayed in both cut mode and coagulation mode and high-frequency output stopped. The user replaced the subject device with a similar device and completed the procedure. There were no reports of patient injuries related to this incident.